Manufacturer narrative:
(B)(4). The customer returned a 7fr ptd catheter for evaluation. The returned catheter had evidence of use in the form of dried blood. The rotator was not returned. The customer reported that the "nose cone broke off"; however, the black pebax tip appeared to be intact and remained secure on the distal connector assembly. The end of the pebax tip was slightly deformed but dimensional inspection confirmed none of the tip had separated. Visual inspection revealed one of the basket wires was detached from the proximal connector. All four of the wires were secured to the distal connector. Microscopic examination revealed the connector welds are complete without voids. The end of both broken basket wire was jagged indicating a tear. Some of the broken wire remained inside the open well of the proximal connector assembly. The orange lumen was present, but it had separated from the proximal connector and had an impression of the basket wire adjacent to the proximal connector. The pebax basket tip measured 0.61" which is within specification; therefore, the entire tip appears to be intact. The basket could be rotated by turning the end of the catheter assembly by hand. A manual tug on the three intact wires revealed that they were secured to the proximal connector assembly. All four wires were secured to the distal connector assembly. A device history record (DHR) review was performed on the ptd catheter including the tipped basket and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product provides warnings that the catheter assembly is not to be advanced forward during activation and not to advance the device beyond the anastomosis. The IFU also warns that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and the cumulative activation time of the ptd device in all radii should be limited to 30-60 seconds. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered. The customer reported a separated ptd basket tip; however, the sample returned had a basket wire broken out of the connector (tip was intact). One basket wire was disconnected from the proximal basket connector and pieces of the wire remained in the cavity. The investigation and a DHR review found no evidence to indicate a manufacturing related issue. Based on the damage observed to the basket assembly and the time of occurrence, it was determined that operational context caused or contributed to this event.

Event description:
It is alleged that the nose cone of the device broke off. The whole catheter was removed. Nothing was left in the patient. There was no patient injury or consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4).

Event description:
It is alleged that the nose cone of the device broke off. The whole catheter was removed. Nothing was left in the patient. There was no patient injury or consequence. Therapy was not delayed/interrupted.